Event description:
It was reported the subject device had suspected disconnection and image distortion due to addition or subtraction of cord. The issue occurred during transurethral resection (tur) therapeutic procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g2, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: cable flooding, electrical contact corrosion, lens flooding, cable loosening a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor image (blackout, noise) due to cable failure. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.